Event description:
Pt has joint laxity that was not apparent at initial implantation. Revision surgery occurred to exchange the poly inserts.

Manufacturer narrative:
Patient has joint laxity that was not apparent at initial implantation. Revision surgery occurred to exchange the poly inserts. Revision surgery occurred to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.